Event description:
Reporter stated that the device's clock has lost 10 minutes, over the past week. Patient's blood glucose was not affected and no treatment was received. At the time of the report, patient had already switched to their back-up device.